Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a loss of capture of the phrenic nerve occurred. The patient then experienced phrenic nerve palsy (pnp), and their right hemidiaphragm was not moving. The case was aborted while the patient was under general anesthesia. The patient's pnp did not recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 12 applications were performed with balloon catheter, 2af284 with lot number 50645, without any issue on the date of the event. A clinical issue (phrenic nerve palsy) was encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.